Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without the device or any images to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
PICC catheter presented leakage at the 9cm length.